Event description:
It was reported that a trhd22fr manual wheelchair was being pushed on the sidewalk when the left front caster hit a crack in the ground. The spoke of left front caster broke due to the incident.